Manufacturer narrative:
Concomitant medical product: 1458q86 lead, implant date: (B)(6) 2018; dtma1qq crtd, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.